Manufacturer narrative:
The customer later clarified that the reported issue was that the cuffs caused discomfort to the patient and would result in bruising or swelling in the location of the cuff. Swelling and bruising is a known inherent risk of the device and does not require serious medical intervention. Spacelabs healthcare has requested additional information from the customer and the customer was unable to provide any additional information on the event. No additional information appears to be forthcoming at this time. Should additional information be obtained, a supplemental report will be submitted in accordance with 21cfr 803.56. H3 other text : placeholder.

Event description:
Spacelabs was notified that a patient injury occurred on november 2, 2021. The customer reported that a patient returned with a swollen arm and bruises after wearing a reusable ambulatory blood pressure cuff.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report from the customer that a patient injury occurred on (B)(6) 2021.